Manufacturer narrative:
Conclusion: actual sample has been returned for evaluation. Visual examination revealed the hole was located in an area where the actual foil shows a multitude of wrinkles and did not affect all layers of the foil. The cause for the hole could not be verified but highly probable occurred during opening of the foil.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2015 and mesh was used. During the procedure, the nurse noticed a hole in packaging compromising the sterility of the mesh. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.